Manufacturer narrative:
(B)(4). Method: the complaint rt225 infant bias flow breathing circuit was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that the pressure line was inserted in the swivel duckbill. A lot check revealed no other complaints of this nature for lot number 131119. Conclusion: the fault reported by the healthcare facility is most likely due to the incorrectly connected pressure line. The user instructions illustrate in pictorial format the correct set up and proper use of the rt225 infant bias flow breathing circuit, including the pressure line. It also states the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarm."

Event description:
A healthcare facility in (B)(6) reported to (B)(4) that a ventilator alarmed and displayed "obstructed probe" when an rt225 infant bias flow breathing circuit was connected . This was observed before use on a patient. The same incident was observed when the subject breathing circuit was connected to another ventilator. When a new rt225 infant bias flow breathing circuit was used, no alarm was generated on both ventilators.

Manufacturer narrative:
(B)(4). 375 we are currently in the process of obtaining the complaint rt225 infant bias flow breathing circuit from the healthcare facility. We will provide a follow-up report once we have received the complaint device and completed our investigation.

Event description:
A healthcare facility in (B)(6) reported to (B)(6) that a ventilator alarmed and displayed "obstructed probe" when an rt225 infant bias flow breathing circuit was connected . This was observed before use on a patient. The same incident was observed when the subject breathing circuit was connected to another ventilator. When a new rt225 infant bias flow breathing circuit was used, no alarm was generated on both ventilators.